Event description:
It was reported that the asymptomatic patient had presented to the clinic for normal follow-up. The clinician noted numerous episodes of atrial noise despite no atrial lead. Reprogramming the atrial port to plugged was recommended. Routine follow-up will continue.

Event description:
It was reported that the asymptomatic patient had presented to the clinic for normal follow-up. The clinician noted numerous episodes of atrial noise despite no atrial lead. Reprogramming the atrial port to plugged was recommended. Routine follow-up will

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.